Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a broken catheter in the package.

Event description:
It was reported that there was a broken catheter in the package.

Manufacturer narrative:
Per additional information received from the sample evaluation, bard medical has determined that this MDR was initially reported in error as this event is not reportable.

Event description:
It was reported that there was a broken catheter in the package.

Manufacturer narrative:
Received 1 opened pre-connected drain bag with the original packaging. The reported event was unconfirmed since the problem could not be reproduced. The sample was evaluated and no conditions found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not pull the catheter hard. [The bladder/urethra may be injured.]" (B)(4)

Event description:
It was reported that there was a broken catheter in the package.

Manufacturer narrative:
The reported issue was confirmed; however, the cause is unknown. During the visual inspection, it was noted that the sample port was broken in the middle. A piece of sample port body remained in drainage tube. The root cause of breaking could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."